Event description:
During a clinic follow-up, a high capture threshold and episodes of noise resulting in far-field r wave oversensing, crosstalk, automatic mode switch were observed on the right atrial (ra) lead. Ra lead damage was suspected, but was unable to be confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.